Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient presenting for high risk percutaneous coronary intervention. The impella cp optical was selected for hemodynamic support, prepped, and inserted without any reported issue. During support, the patient developed an access site bleed and hematoma. As treatment, a surgical cutdown and hematoma evacuation was performed, a "wound vac" was placed, and 3 units of packed red blood cells were delivered.